Event description:
The customer reported that following a diagnostic catheterization procedure, an x-site device was used. The x-site device was inserted through a 6 fr. Sheath over a wire. The sheath was then removed. The x-site device entered through the skin without difficulty and the pusher was advanced in a quick fluid motion. An audible click was heard. The device was rotated and again the pusher was advanced in a quick fluid motion. The device was pulled back and when removing the sutures, only the white suture came out of the housing. The black suture with the needle was still in the patient. The physician tried to pull on the suture and it wouldn't come out. The device was removed over the wire with the suture remaining in the patient. A sheath was inserted and an angiogram was taken. The needle was then pulled out with great force and a repeat angiogram was taken to check for arterial damage. No patient complications were reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.